Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported activation failure was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery. The 3.5x38mm xience pro a stent delivery system (sds) was advanced to the target lesion and the stent was attempted to be implanted; however, during the first inflation the balloon was noted to become punctured (ruptured). Therefore, the stent was not able to be deployed. There was no adverse patient effect no clinically significant delay reported from the procedure. Subsequent to the initially filed report, the account confirmed that the 3.5x38mm xience pro a stent failed to deploy due to the balloon not inflating. Therefore, a balloon puncture was only suspected but not observed. The device return analysis revealed the balloon would not inflate, fluid was leaking from the guidewire exit notch. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery. The 3.5x38mm xience pro a stent delivery system (sds) was advanced to the target lesion and the stent was attempted to be implanted; however, during the first inflation the balloon was noted to become punctured (ruptured). Therefore, the stent was not able to be deployed. There was no adverse patient effect no clinically significant delay reported from the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.